Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on (B)(6) 2019, it was reported that the cable was broken/ripped. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(6) five times as documented in the repair reports in livelink. The last repair was june 21, 2018 where it was reported that the device was making a weird sound and the motor, power cord, switch and bearings were replaced. This is not a related issue. Device evaluations results/investigation findings: product review of the electric dermatome on july 1, 2019 revealed that the power cord was pulled out of the handpiece and the motor was running weak. The device was within calibration specifications at all tested thickness settings and the control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet surgical on july 2, 2019 which included replacement of the power cord, switch, motor and bearings. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the power cord was pulled out of the handpiece. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cable of the device was broken/ripped. The event occurred during testing. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.